Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer noted that the charging cable sometimes did not work, and a replacement tandem cable was requested and sent by technical support.